Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. D4: UDI# - (B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-00198. The complaint is confirmed by the x-ray review. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies. Radiographs were provided and reviewed by a health care professional. Review of the available records identified a periprosthetic fracture seen at the level of the medial femoral condyle. Limited evaluation of the polyethylene could be performed as the polyethylene is radiolucent; however, the lcck articular surface includes a metal locking post and screw. In the provided images it can be seen that the locking post is separated from the tibial plate. Per the package insert, dislocation and bone fracture are known potential adverse effects of this procedure. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial left knee procedure on an unknown date. Subsequently, the patient was revised due to dislocation on an unknown date. It was farther reported that presented in wheelchair unable to bend knee, and x-rays showed poly was disengaged from the tibial tray due to no locking screw being placed during initial procedure.